Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus, which located on (B)(6). The customer attempted to reboot the station and checked the back panel for any obstruction, but the issue persisted and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 2 full height drawer 5 was not detected on the bus. The field service engineer (fse) replaced the pyxibus module controller (pmc), reassigned the drawer position, and verified successful operation with hardware test application passing. The system functioned as intended after the field service engineer repaired the device.